Manufacturer narrative:
Initial and final MDR 1887244 - MDR 3003442380-2024-08117 - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 2 infusion sets was fell off during use on (B)(6) 2024 the blood glucose level 250mg/dl at the time of first event and 200mg/dl at the time of second event. The infusion set was in use for 24 to 36 hours. Patient replaced infusion set and resumed insulin successfully. No further information available.